Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
Sales rep reported, that a pt presented with pain following hip arthroscopy in 2007. X-ray showed a 2" piece of nitinol wire in hip. Second surgery was required to remove the foreign body. The second surgery was performed three months later. Rep states, the scrub in the original surgery did not notice that the wire removed from the pt was shorter than it was before insertion. The wire was not reprocessed; it was the first use. No product is being returned for eval.